Manufacturer narrative:
(B)(4). This unit is currently being evaluated by a vyaire medical authorized service center, once completed, a follow- up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was "not working properly". There was no report of any patient involvement associated with this reported event.